Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the ventricular connector was cracked. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported via follow up the ventricular (v) connector was cracked.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) required unspecified repairs to the ventricular (v) connector. The epg was returned for repair. No patient complications have been reported as a result of this event.